Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable. To address the issue patient underwent surgical intervention of ipg replacement. Post operatively patient had effective therapy.